Event description:
It was reported that, "device broke after 10 months due to non-union". Patient was revised.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.